Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 programmer (serial number (B)(6)) revealed that they were unable to duplicate the rm04, rm06 error codes. The case back was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was pt reported they lost weight all of last year and were still working on it and started having issues charging their ins end of november or first part of (B)(6) last year.  Pt stated their ins was placed on their upper chest and it was harder to get the paddle to sit in place and had to wrap it around a different way. Pt noted if they moved then they would get error messages. Pt stated it may be where the paddle and the cord and pt noted the cord had to be turned because of the location of the ins and the paddle did not hold to the curvature of their body.  Pt reported they were having issues charging their ins that started end of november or first part of december last year. Pt stated they were getting messages on their controller such as system problem rm04, software problem (1 [device] 2 3.0 3 1563 4@manager.c) as well as other software problem messages with different details on 3 and 4, and "cannot continue contact [manufacturer]). Pt stated the most recent message was the system proble m rm04 and pt noted they had that one but they didn't know how many times it displayed. Pt stated it was not a big deal and they reset the controller for the software problem message. During the call pt confirmed no visible damages to the rtm and controller charging port. Ps reviewed with pt that if the replacement rtm did not resolve the issue then to call patient services back for further troubleshooting. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from the pt. Pt had been attempting to charge their implanted neurostimulator(ins) for 3 hours, but kept having to reset the controller because the controller would freeze on the lock screen, display error messages, and would not charge the implanted neurostimulator(ins). When asked when the issue started, the pt at first said (B)(6) 2022, but later in the call mentioned the issues occurred before that time and mentioned previous controller replacements and rtm replacements. Pt said they got codes that said "remote error" and other codes that said "system problem: cannot continue: call [manufacturer] : rm04" and "system problem: cannot continue: call [manufacturer]: rm06." Pt said resets would sometimes work and would sometimes not work. Pt said sometimes their screen just would remain blank/unresponsive after reset. Pt mentioned they had taken their controller through tsa in (B)(6) 2022. During the call, the pt got "software problem: cannot continue: call [manufacturer]: 1_[device] 2_ 3.0 3_1056 4_appeg.c" and reset the controller. Controller froze on lock screen once during call and pt had to reset the controller again. Once during the call, the controller would not come back on after reset. Pt did not follow directions well on the call. Pt said they made their manufacturer's representative (rep) aware of the issues in (B)(6) 2022 and their rep said the li battery pack "should not be that easy to take out of the controller." Pt mentioned they "put pressure on the rtm coil and cord when charging" the ins because the ins was designed to treat headaches and leads were in pt's head. No symptoms were reported. A replacement controller was sent out.